Manufacturer narrative:
The pt remains on going with the sys controller and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that erratic flows were seen in operating room on the sys controller. When the pump was started, the rpms went up to 8000 and the flow was stable at 4.2. Although during the operation period the flows on the sys monitor were very erratic, they would change very rapidly from 4.0 all the way up to 10+++ with very little change in power. The rpm's were seen in the operating room. The pt was given volume and blood products and will be monitored in intensive care unit (ICU).